Manufacturer narrative:
Investigation findings: the handpiece was returned for evaluation with the bur guard. The bur used at the time of this event was not returned. During testing of the handpiece with the bur guard, the reported problem was unable to be duplicated. The handpiece and bur guard met functional specifications. Furthermore, the user reported that they are unsure if the bur was properly seated at the time of this event.

Event description:
It was reported that during the use of this drill in a thoracolumbar hemi laminectomy on a canine, the bur "flew out of the drill collet" and hit the spinal cord. It is reported that the canine shows signs of neurological deterioration, but has since improved significantly with only mild weakness on the right side.